Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had multiple falls and experienced shocking sensations on the chest. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.